Event description:
It was reported that the lead was explanted due to impedance increase.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 13 cm distal to the is-1 connector pin (into 2 segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The rv ring electrode was found covered in fibrotic growth. The calcification is assumed to be the root cause of the increased impedance. Furthermore, the rv shock coil was found stretched, which probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.-

Event description:
It was reported that the lead was explanted due to impedance increase.